Event description:
It was reported by voluntary report (B) (4) that "a pt with a previous cervical spine surgery, underwent an additional surgery. The pt has recently suffered from shoulder problems and her neck pain is worse while doing physical therapy. A cervical spine x-ray and MRI scan showed that the plate is in bad shape. The pt underwent revision surgery 5 years post op to remove the hardware."

Manufacturer narrative:
(B) (4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.